Manufacturer narrative:
Product not returned to manufacturer

Event description:
The dentist reported that the iunihg abutment screw fractured on the (B)(6) 2015. Unsuccessful attempts were made to remove the screw fragment, which was eventually removed on (B)(6) 2017. The abutment and screw were replaced with a ti base abutment.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: IFU p-iis086gr rev. E 11/2015. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. The complainant indicated fracture of the abutment screw. The alleged reported event was non verifiable, since product was not returned for inspection. A root cause could not be determined for this complaint. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.